Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-00789 and 3007042319-2015-00780) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by a vad coordinator that the patient was at work, sitting behind his desk when the patient noticed that controller started to beep every couple of minutes. After replacing the battery, the beeps stopped. Later when the patient was home, the controller started to beep every couple of minutes and a critical battery alarm was displayed. The patient replaced the battery and the alarms and beeps stopped. Log files were sent to the manufacturer for analysis. There were no effects on the patient. The pump remains implanted. It was reported that the batteries will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This is report one submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This is report one submitted for devices related to the same event.